Event description:
Material #:10802688. Batch#:24019138. It was reported that the bd grav 10dp ckv 3 y-site dehp free had foreign matter. The following information was provided by the initial reporter: "particles in drip chamber of IV tubing set" additional information: we find only one product of concern and we identified the concern before it was used in patient care.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: it was reported that there were particulates on the drip chamber. One sample model 10802688, lot 24019138 was returned for investigation. The set was examined for defects and abnormalities. Particulates were seen on the drip chamber. No other defects or abnormalities were observed. A quality notification was sent to the supplier. From the supplier's investigation, the contamination was identified as small embedded spots of pvc material. This is a typical cosmetic defect that can happen during injection modeling process. A dedicated extra cleaning of the plasticization group has been done to remove possible residuals of degraded plastic material. A device history record review for model 10802688 lot number 24019138 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.